Manufacturer narrative:
As reported, the balloons of two 6f-7f mynxgrip vascular closure devices (vcd) failed to hold pressure. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open. The syringe was returned separated from the device. The sealant and advancer tube remained in the manufactured position. The procedural sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1822802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ were confirmed through analysis of the returned devices. However, the exact cause of the tears found during analysis could not be conclusively determined. Based on the limited information available for review and the product analyses, access site vessel characteristics (although not provided) and/or the condition of the procedural sheath (although not returned) most likely contributed to the reported events since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloons. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to the tears in the balloons. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vcd have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr reviews nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01031 and 3004939290-2019-01032.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1822802 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloons of two 6f-7f mynxgrip vascular closure devices (vcd) failed to hold pressure. There was no reported patient injury.